Event description:
Philips received a complaint on the efficia dfm100 device indicating that the battery was not charging. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The available details indicate that the device therapy was disabled, device monitor displayed error message and battery showed red cross mark. To resolve the issue, it was recommended to replace new battery. The device remains at the customer site and no further evaluation is warranted at this time.